Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down and up cables were broken at the distal clevis hub. The broken cable segments that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si pk dissecting forceps instrument cable was noted to be broken and one of the four discs on the blue housing did not articulate the tip of the instrument when it was rotated. No patient harm, adverse outcome or injury was reported.